Manufacturer narrative:
The reported incarcerated ventral hernia requiring surgical intervention to correct and prevent serious complications was assessed as a serious injury related to the use of the coolsculpting device. The occurrence of hernia is a risk inherent to the coolsculpting procedure and is detailed in the coolsculpting user manual. System logs were diligently requested, but not received by the manufacturer from the user. Zeltiq (now allergan) was initially made aware of the reportable event on 11/06/2017, and an initial attempt to submit this MDR was made on 11/21/2017. However, due to the incorrect method of submission recently identified and being rectified by the organization, and for which FDA's guidance was sought in december 2018 under (B)(4), this MDR is being re-submitted on 01/16/2019.

Event description:
On 11/06/2017 allergan received report from a practice that a patient received 1 cycle of coolsculpting treatment to the upper abdomen using a coolcore applicator on (B)(6) 2014 and 2 cycles to the right and left abdomen on (B)(6) 2014 using a coolfit applicator, and was subsequently diagnosed with incarcerated ventral hernia on (B)(6) 2017. Previous coolsculpting treatments include 2 cycles to the right and left abdomen on (B)(6) 2012 with coolcore applicators placed vertically on either side of the umbilicus, and 2 cycles to the upper abdomen on (B)(6) 2012 using a coolcore applicator. All treatments were completed with no error message or any device issue. On (B)(6) 2017, the patient underwent a robotic assisted ventral hernia repair surgery with a symbotex mesh. During the surgery, a 1.5 cm defect with large volume incarcerated falciform ligament was seen, reduced and dissected away from the abdominal wall. Post-operative visit report showed that the patient had fluid in an old hernia site with mid abdominal distention, but the incision appeared to be healing well. Device system logs were diligently requested, but were not received.